Manufacturer narrative:
Manufacturing site: (B)(4). The reported regalia xs 1.0 guide wire was returned for evaluation. The reported tip separation was confirmed on the returned guide wire. There was a bend at the proximal solder that was originally located at 120mm from the tip for the purpose of fixing the coil wire onto the core wire. The distal segment of the guide wire was curved and helically deformed. Tearing of the polymer jacket was observed at approximately 100mm distal to the proximal solder, exposing the fractured core and coil wires. The fractured coil wire was found stretched. Microscopic observation of the core and coil wires fracture ends revealed that both ends were necked due to tensile stress. Measurement on the returned guide wire supported that the core wire was fractured at approximately 10mm from the tip and coil wire with the polymer jacket was missing for approximately 20mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the reported separation of the guide wire. The applied tensile stress would accumulate on the guide wire and exceed the product design limit likely when the tip was being caught and restricted its movement by the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi regalia xs 1.0 guide wire broke off during a ppi to treat a heavily calcified 90-99% occlusion in the sfa. The tip was being trapped in the lesion when it became separated. Attempts to retrieve the separated tip failed. The physician embedded the separated tip in the lesion by a stent graft. The patient had been hospitalized for post-procedural monitoring at the time of this report.